Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection and erosion with sepsis. There were no additional adverse patient effects reported. The pacemaker was explanted.